Manufacturer narrative:
D9. The concomitant product listed in d10 was returned on 2026-mar-17 and available for evaluation. D10. Section d information references the main component of the system. Other relevant device(s) are: product idd tm90t0, serial #: (B)(6), ubd: 06-nov-2020, UDI#: (B)(4), product type: accessory h3. Analysis summary: analysis identified that the micro usb port/hub was visually damaged and electrical failure was noted as the device failed battery charging bench test. The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that for about a week the communicator power button was not working. They had charged the communicator and tried using different chargers, charging cables, adapters, and wall outlets¿they tried everything, but the communicator did not light up anymore. The power button did not respond when pressed. There was no visible damage to the charging port, and it was not dropped and did not get wet. A request was sent to the repair department to replace the communicator.